Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet2049 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "after it was used and in the tray, the last 3cm of the PICC guidewire was found broken off from the rest of the wire. It was determined that the complete guidewire was removed and the wire was then discarded." "Action taken: it was determined that the complete guidewire was removed and the wire was then discarded." Customer response: (B)(6) 2020: what type of catheter securement was utilized? "Sorbaview dressing". Placement date:" (B)(6) 2020". Explant date: "still dwelling". Was there patient harm reported?: "no".